Event description:
It was reported that a patient underwent x-stop procedures at levels l3/l4 and l4/l5 on (B)(6) 2011. On (B)(6) 2011, patient had increase in right leg pain and mild left calf discomfort, paresthesias to bilateral feet, and difficulty sleeping. Severity was reported to be moderate. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.